Manufacturer narrative:
Initial reporter facility name: chemtronics biomedical engineering c/o: mater hos sydney stores dept a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service vent. [Depot repair];[pump does not get recognised (ie turn on) on either side/connectors. Missing a release latch on bottom left side]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service vent. [Depot repair];[pump does not get recognised (ie turn on) on either side/connectors. Missing a release latch on bottom left side]. There was no reported patient involvement.

Manufacturer narrative:
Correction: device manufacture date h3 other text : see manufacturer narrative.